Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used in a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, upon removal of a snare, the seal biopsy valve opened causing fecal matter to leak out and spray the nurse technician. The fecal matter that sprayed from the seal biopsy valve was cleaned up and then disinfected. The procedure was successfully completed with this device. There was no serious injury nor adverse patient effects reported as a result of this event.